Manufacturer narrative:
(B)(4).

Event description:
It was reported that impedances were >4,000 ohms. There was pain in the pocket with increase in stimulation on the 8-15 lead. This event occurred following a fall; the pt had slipped and fallen a couple of times. Add'l info has been requested, but was not available as of the date of this report.